Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address disassociation. Update rec'd 01/06/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient developed a painless intermittent clicking sensation. Approximately 2.5-3 weeks prior to surgery, the patient developed a sharp snapping pain and had mild to moderate soreness since that time. Upon revision the poly liner was noted to be disassociated and subluxed 90 degrees in the medical direction. The liner was noted to have 5 of the 8 "grommets" completely filed down. Also noted there was metallosis with metal colored fluid. The patient's cup was in 10 degrees of anteversion which was felt to have contributed to the most likely cause of the impingement anteriorly and superiorly. At this time the patient's cup, liner, and stem are being added to the complaint and reported. The complaint was updated on: 01/27/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.